Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). Blood glucose (bg) values reached 470 mg/dl while wearing a pod in the arm. Upon removal of the pod, the cannula was found to be bent. Symptoms include nausea, hyperglycemia and high ketones. For treatment, the patient was given intravenous (IV) fluids and an insulin drip. The patient was still at the hospital at time of call. Patient also reported receiving incorrect values from her dexcom cgm (continuous glucose monitor). Dexcom was notified.